Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Dexcom was made aware on 10/10/2016, that on (B)(6) 2016, the patient was hospitalized due to diabetic ketoacidosis. Patient's mother reported that the patient's blood glucose (bg) reading was over 300mg/dl after repeat attempts to reduce the bg with insulin. Bg would not return to under 200mg/dl and patient's mother could get him his bg down for three days. The patient's mother stated that the patient was vomiting and tested him for ketones. The patient's test came back positive for ketones and patient's mother drove the patient to the hospital. Patient's mother stated that after releasing the patient, their doctor requested that the patient be returned to the hospital where he was transported to a separate hospital, where he remained for two days before being released. Patient's mother reported that at the time of the event, the dexcom was alerting correctly but due to illness, the patient's bg level was not coming down without medical intervention of novilog and IV fluids. At the time of contact, the patient was doing well. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.